Event description:
It was reported via repair work order that the nurse call system was not functional due to missing communication cable. It was also reported that the footend of the bed would drift with weight on it due to a malfunctioned hi/lo motor. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.